Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume event was identified. This event occurred in the therapy that was initiated on (B)(6) 2014 at 00:51:31. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This is an ancillary service event. The device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was also performed. The increased intra peritoneal volume (iipv) event was identified through an event history log review. The cause was unable to be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.